Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device has its distal tip kinked. The device is broken approximately 199.5 cm from its proximal end. The breakage section shows evidence of rotational wear. The section that contains the distal tip of the device measures approximately 130.5 cm. There is a kink on the proximal section, approximately 11 cm from its proximal end. The overall length dimensional inspection can not be performed because of the condition of the device. All other outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)". (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-07450. Reportable based on device analysis completed on 10aug2018. It was originally reported that the device was unable to cross. The target lesion was located in a severely calcified vessel. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, the device was unable to cross. The procedure was completed with another of the same device. No patient's complication were reported and the patient's condition was stable. However, device analysis revealed that the rotawire was fractured from a rotational wear. It was further reported on 22aug2018 that what occurred is that during preparation when the rotational speed was checked outside the patient's body, the device was not flushed causing the wire to wear out and break.